Event description:
New information received notes that the device was explanted and replaced on 6 sep 2023. The patient was stable throughout.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed device at elective replacement indicator (eri) due to premature battery depletion on the pacemaker (pm). No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device voltage was at end of service (eos) upon receipt. Analysis of device image found significant voltage drop occurred during implant period. Further analysis after the device was cut open revealed high current drain. A longevity calculation was performed and found the battery depletion was premature. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.